Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, there was high purge pressure. The purge cassette was changed to no avail. It was advised to use tissue plasminogen activator and support continued. Eventually the patient was escalated to an impella 5.5. No patient harm was reported.

Manufacturer narrative:
Thrombus added due to ingestion pattern observed in log analysis. High purge pressure: no product was returned for analysis. The data logs show a motor current spike on 5/31 at about 6:25am about 69 hours into support. At time of spike there is a motor speed deviation with a rise in purge pressure and drop in purge flows. Purge pressures do not meet alarm trigger but remain elevated for about 10 hours before decreasing and returning to prior values. It is unknown if tpa was added to the purge. The pattern observed in the logs is characteristic of biomaterial ingestion. The root cause of the high purge pressure was most likely biomaterial ingestion as evidenced by data log pattern thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc.. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.